Manufacturer narrative:
Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) stage I in both eyes (more left) one day post treatment. Account reported there was no loss of best corrected visual acuity (bcva) and they increased the topical steroid dosage and oral steroid was prescribed. The patient had no complaints.